Manufacturer narrative:
Pump was received with broken reservoir tube lip, broken belt clip slot at battery tube threads, broken battery tube threads, cracked case at display window corner and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir tube lip on the insulin pump is completely broken and the battery tube is missing plastic. Customer does not recall any significant events leading to the error. Customer's blood glucose was 59 mg/dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.